Event description:
It was reported that the patient the patient was experiencing incontinence and underwent an artificial urinary sphincter (aus) surgery. The aus was not pumping correctly and there was no fluid in the balloon; the physician assumed fluid loss. The system was removed and replaced with no further complications. There were no patient complications reported in relation to this event and the surgery was successful.